Event description:
It was reported that the display issue and sensor that detects disposable is not working. No patient injury reported.

Event description:
Additional information received via email 13 may 2022. No patient involved. Found during annual maintenance.

Manufacturer narrative:
Other, other text: additional information: d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.